Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 23008 points to pot to encoder error, usm 1, axis 1.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error occurred on one universal surgical manipulator (usm 1) during room setup. The customer power cycled and a hard power cycled the system multiple times and the error persisted. The procedure was continuing with the usm disabled as a three-arm procedure with no reported injury.